Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) cuff due to atrophy. The cuff was downsized from a 5.0cm cuff to a 4.0cm cuff.